Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that a vessel dissection occurred. Vascular access was obtained via the radial artery. The 3mm in diameter, eccentric, with a >45 and <90 degree bend target lesion was located in the mildly calcified left circumflex (lcx) artery. A 2.50x32mm promus element plus drug-eluting stent was advanced and deployed to treat the target lesion. However, after post-dilatation, the physician noted a dissection at the ramus artery. The dissection was treated with a 2.5x16mm promus element stent. The procedure was completed. No patient complications were reported and the patient's status was stable.